Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was not provided. A patient experiencing high impedance was reported to abbott. The ipg and lead was replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's scs lead had high impedances on the majority of the contacts following a motorcycle accident, causing ineffective therapy. In turn, the patient underwent surgical intervention wherein the scs system was explanted and replaced to restore therapy and address the issue.